Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer spoke with a philips representative. The customer explained that their device experienced a failure during operational testing. No additional information could be obtained as the customer declined further troubleshooting and the quote for service was canceled. Customer resolution and conclusion: based on the available information, philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further investigation or action is warranted.